Event description:
It was reported, the patient ((B)(6)) was to receive a permanent scs system. During the procedure, invalid impedances were identified. Intraoperative testing determined the issue was with the ipg. The physician successfully completed the procedure using a new ipg. Effective therapy was achieved following the procedure. It was noted, the procedure was extended 30-45 minutes as a result of the reported issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.